Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and additional information when cca reviewed the call. The reporter was unable /unwilling to detail when the alleged product issue first began. The reporter stated that the patient obtained the same blood glucose result of 4 mmol/l over several days. The reporter detailed that the patient was advised by a doctor to stop taking insulin as a result of these readings. The patient manages his diabetes with insulin (self-adjuster). The reporter claimed that 2 days after the product issue began the patient developed symptoms of weakness and unconsciousness after cca reviewed the call it was established that the patient began passing out and did not fall into unconsciousness. The patient was then hospitalised where he obtained a blood glucose result of 23mmol/l on an unknown device. No other medical intervention was reported. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The blood sample was obtained form an approved site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.